Event description:
It was reported before using the bd bactec¿ mgit¿ 960 supplement kit, contamination was observed in an unspecified number of panta vials. There were no health impact or consequences reported.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown h4. Device manufacture date: unknown a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using the bd bactec¿ mgit¿ 960 supplement kit, contamination was observed in an unspecified number of panta vials. There were no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with additional information: d9. Device available for evalution - yes d9. Returned to manufacturer on: 14-may-2025 h3. Device eval by manufacturer- yes. Investigation summary - mgit 960 supplement kit is composed of mgit panta and mgit 960 growth supplement. Mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized, and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). Without kit batch number verification, a batch history record or complaint history review was not possible. However, the provided photos confirmed that the mgit 960 supplement kit in question included mgit panta batch number 4214656. The batch history record for mgit panta batch 4214656 was reviewed and was satisfactory. No quality notifications were generated during manufacturing. Qc inspection and testing were satisfactory at time of release. No additional complaints have been taken for mgit panta batch 4214656. One returned sample was received for inspection. The sample was processed for organism identification and the result was returned as verticillium species. Three photos were provided to assist with the investigation. All three photos appeared to be of a single mgit panta vial with the metal crimp cap completely removed, which was reconstituted to a liquid state. Two of the photos display the bd batch number and expiration date. White and irregularly shaped foreign material can be observed in all three of the photos. Retention samples from mgit panta batch 4214656 were not available for inspection. Without kit batch number verification, and without verifying sample integrity (unused vial), this complaint cannot be confirmed. Bd will continue to trend complaints for presence of foreign material.